Event description:
A lot of these toothbrushes these days have these tongue cleaners on the back side. They have toothbrush for sensitive gums, but nothing for sensitive lips. I used one of oral b toothbrushes with a "tongue cleaner," I brush pretty gently, however brushing the tongue cleaner against my lips caused major irritation for the next few days. I would suggest oral b starts working on better tooth brushes without tongue cleaners (the oral b indicator brush is too small). Thank you. Lips irritant relaxer.